Event description:
It was reported that a right atrial (ra) lead exhibited undersensing, and that subsequently the atrial lead position check failed. The ra lead remains in use. It was reported that the right ventricular (rv) lead exhibited undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.